Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and failure analysis investigation could not reproduce the customer reported complaint. The iesu energized, cauterized, and all ports recognized instruments without any issue. The iesu had no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the bipolar energy was not working. The customer tried a new bipolar energy cable, both bipolar energy ports on the integrated electrosurgical unit (iesu/erbe), and a new bipolar instrument but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and did not find any related errors. The tse recommended to reboot the iesu or try another bipolar energy cord. The customer was in the middle of suturing and unable to reboot the iesu. The procedure was completed with no patient injury.